Event description:
It was reported to medtronic minimed that the customer experienced center button was cracked, display was damaged making it harder to read, rejects new batteries, buttons are sticky/nonresponsive and unexplained no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-441ak, mmt-1884l. Troubleshooting was performed. Customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device. Mmt-342g was requested and customer response was the device will be returned. Mmt-441ak was requested and customer response was the device will be returned. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed. No failed battery test alarms or no delivery alarms were noted during testing. Successfully downloaded pump's history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed no delivery alarms on the event date of 01/02/2025 at 00:46:34.000 and 08:30:45.000 during bolus. No failed battery test alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (22.721 mv). The following were also noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and label damage. Failed batt test, keypad/button unresponsive, and no delivery/occlusion were not confirmed during testing. Cosmetic damage at the display was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.